Event description:
Caller reported blood glucose results of 300 mg/dl and 112 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.